Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by e-mail that the outer cover part of the tampon came apart inside the body during removal. It is not known how many tampons this event occurred with. There have been three attempts (15-may-2018, 22-may-2018 and 29-may-2018) to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.